Manufacturer narrative:
Date rec'd by MFR: 31jul2019. The manufacturer¿s international service technician replaced the front bezel to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the power led went off by vibration. There was no patient involvement.